Event description:
Info received indicates pump delivered 4 ml while it was paused 5 minutes.

Manufacturer narrative:
Testing of the pump indicates it was above volumetric accuracy test parameter, but still within +/- 5%. Pump was calibrated to resolve the issue.